Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon became stuck with the rotawire. The 85% stenosed target lesion was located in the non tortuous and non calcified perineal artery. A 2.5mmx150mmx150cm coyote and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, the balloon was inflated at nominal pressure and it was noted that the balloon became stuck with the rotawire. Both balloon and rotawire were removed together as one unit with no issues and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the balloon became stuck with the rotawire. The 85% stenosed target lesion was located in the non tortuous and non calcified perineal artery. A 2.5mmx150mmx150cm coyote and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, the balloon was inflated at nominal pressure and it was noted that the balloon became stuck with the rotawire. Both balloon and rotawire were removed together as one unit with no issues and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic and visual inspection of the wire found no damages or defects. The rotawire was able to be removed but was not able to be reinserted due to damages to the coyote otw device. Dimensional inspection revealed the components were within specification.

Event description:
It was reported that the balloon became stuck with the rotawire. The 85% stenosed target lesion was located in the non tortuous and non calcified perineal artery. A 2.5mmx150mmx150cm coyote balloon and a 330cm rotawire guidewire were selected for use. During the procedure, the balloon was inflated at nominal pressure and it was noted that the balloon became stuck with the rotawire. Both balloon and rotawire were removed together as one unit with no issues and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic and visual inspection of the wire found no damages or defects. The rotawire was able to be removed but was not able to be reinserted due to damages to the coyote otw device. Dimensional inspection revealed the components were within specification. Correction to field d1: brand name from rotawire and wireclip torquer to peripheral rotawire and wireclip torquer.